Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 3/6/2023 h6 component code: g07002 no device problem found additional information: d9, h3, h6 the lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample revealed that one winding former with four undispensed strands that pertain to product code jb841 was returned for analysis. The product is a control release; each packet should contain eight strands. In order to evaluate the condition of the returned sample, the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result meet the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture detached from the needle immediately with use. It was a control release needle. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the lot number? Unk. Device return follow up. The device has been received at sukagawa and will be shipped. Please check rmao. No further information will be provided.